Event description:
It was reported that episodes of noise and undersensing were recorded on the device while reviewing records from the time the patient passed away. Technical support was contacted and noted that the device performed as programmed and no therapy was inhibited. The cause of death was not known. Additional information was requested but not yet provided.